Event description:
It was reported that the bd micro-fine ultra¿ pen needle was clogged and failed to deliver insulin. The following information was provided by the initial reporter, translated from dutch: "many pen needles are clogged. No insulin coming through."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that the bd micro-fine ultra¿ pen needle was clogged and failed to deliver insulin. The following information was provided by the initial reporter, translated from dutch: "many pen needles are clogged. No insulin coming through."